Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 43 or insulin flow blocked alarms noted during testing however, corrosion was found on the motor home switch during visual inspection. Device was received with cracked select button keypad overlay, stained keypad overlay, serial number label faded, scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm while performing displacement test. Customer tried to rewind the insulin pump, but they got the insulin pump error alarm again. Customer stated that they received an insulin flow blocked alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.